Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the mid-to-distal left anterior descending artery (lad). Reportedly, the whisper ms guide wire was being advanced to the second diagonal for protection with "reverse guide wire technique" with a non-abbott micro-catheter; however, it was difficult to advance the guide wire to the second diagonal reportedly due to interactions with the patient's anatomy. A tenku balloon dilatation catheter (bdc) was inflated just distal to the second diagonal and the whisper guide wire was pushed; however, it was noted that torque did not transmit to the tip of the guide wire. The guide wire was removed without resistance, and upon withdrawal, it was noted that the distal tip of the guide wire had separated. The separated portion of the guide wire was successfully retrieved using an unspecified snare device. The target lesion was successfully treated using a non-abbott drug-eluting stent (des). There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. The reported failure to advance was not able to be confirmed in a lab environment as the difficulty was due to anatomical conditions. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the hi-torque whisper instructions for use instructs:(4) manipulate the guide wire carefully when crossing heavy calcified lesion ensuring that the tip does not kink or get entrapped in the vasculature. Do not apply excess force while manipulating the guide wire. (5) if the guide wire tip prolapse is observed or used for positioning, do not allow the tip to remain in a prolapsed condition. (Condition that tip segment is buckled.) Do not introduce interventional device with the wire in prolapsed position. (6) do not torque a guide wire if the tip becomes entrapped within the vasculature. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4) - against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.